Event description:
It was reported the patient underwent an MRI procedure on (B)(6) 2025. After the procedure, patient was unable to disable ipg from MRI mode. This device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on (B)(6) 2023.

Event description:
Additional information received identified that there no allegations of deficiency against the device since patient was able to exit MRI mode without assistance.

Manufacturer narrative:
A patient unable to disable MRI mode and activate therapy was reported to abbott. Troubleshooting steps resolved the issue and therapy was reestablished. Based on the information received, the event is consistent with the loss of the bluetooth pairing bond while in MRI mode. As a result of this finding, abbott is performing further investigation.